Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
No new information.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event of "bacterial infection", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 1.85 ml of harmonyca lidocaine. About one month later, the patient received touch up injections in the cheeks bilaterally with 0.8ml of harmonyca lidocaine. About one year and four months later, the patient experienced non device related ¿bacterial infection.¿ approximately two weeks later the patient was treated with amoxicillin. The event resolved ten days later. The patient was concomitantly treated with anesthesia and concomitantly takes; fluocinonide 0.05% ,tacrolimus 0.1%, beta methasone 0.1%, clonazepam, hydroxy-chloroquine, probiotic 5 billion, collagen protein peptides, pms-hydromorphone, jamp-senna sennosides a+b) and pms-hydromorphone. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the second injection.